Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined. A DHR could not be performed as the catalog and lot #'s are unknown.

Event description:
It was reported with the use of the unspecified bd vacutainer® edta there was an issue with underfill. There was no report of injury or medical intervention.